Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A health care professional reported that the report of vitreous cutter aspiration pressure increased during vitrectomy surgery. The surgery was completed on the same day after replacing the same product. There was no patient impact. This report pertains cutter rotation issue included in this file.